Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 46 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced deformed stoppers. The following information was provided by the initial reporter: surface of the rubber stopper is not flat.

Manufacturer narrative:
H6: investigation summary: customer returned (17) loose 3/10cc, 6mm syringes. Customer states that the surface of the rubber stopper is not flat. All returned syringes were examined and no deformed stopper was observed. A review of the device history record was completed for batch # 1074234 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted for missing print. There was one (1) notification noted that did not pertain to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 46 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced deformed stoppers. The following information was provided by the initial reporter: surface of the rubber stopper is not flat.